Manufacturer narrative:
Investigation - evaluation. Reviews of the drawing, manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Through these reviews, cook has concluded that sufficient inspection activities are in place to address device design features which may be related to this failure mode prior to distribution. It should be noted that an IFU is not provided with this device. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [ben-dor et al., a novel, minimally invasive access technique...2012.pdf].

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = authors are physicians. Citation: ben-dor, I., maluenda, g., mahmoudi, m., torguson, r., xue, z., bernardo, n., lindsay, j., satler, l.f., pichard, a.d., & waksman, r. (2012). A novel, minimally invasive access technique versus standard 18-gauge needle set for femoral access. Catheterization and cardiovascular interventions, 79. Doi:10.1002/ccd.23330. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature (a nonrandomized, retrospective, single-center, observational study), during percutaneous coronary intervention procedures, seven patients (unknown patient details) experienced groin hematomas greater than 4cm during use of an unknown cook micropuncture access set. A 21-gauge needle was used to obtain access. A floppy tipped 0.01800 guide wire was then threaded, followed by removal of the needle. A 4f short catheter with a 3f inner dilator was placed over the existing wire. After removal of the dilator and wire, a 0.035-inch wire was placed through the 4 f catheter with subsequent upsizing to an appropriately sized sheath. Upon completion of the procedure, the physician placed a closure device after a femoral angiogram was performed via the arterial sheath. Aspirin 325 mg per day was continued indefinitely and clopidogrel was maintained for 6 months (recommended for 12 months). Per the literature article, the angled tip of the guide wire tended ¿to be diverted from the main vessel to the small side branches of the femoral or iliac arteries¿. Fluoroscopic guidance was not routinely used during passage of the guide wire through the needle to the femoral-iliac arteries and abdominal aorta; however, when resistance to passage of the wire was encountered fluoroscopy was used. It was reported that in such situations, the micropuncture guide wire often met resistance when it was inadvertently advanced into a side branch, presumably leading to perforation. Patients enrolled in the study treated using the complaint device were reported to have more peripheral vascular disease and renal insufficiency, lower body surface area, and ¿other¿ risk factors (including age) than patients treated using another device. None of the patients with groin hematomas were reported to require intervention, although details are not provided. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Additional reports associated with this journal article are as follows: retroperitoneal bleeding (4 patients)- MDR 1820334-2019-00876. Hematocrit drop of 15% (7 patients)- MDR 1820334-2019-00874. Gastrointestinal bleeding (2 patients)- MDR 1820334-2019-00875. Ben-dor, I., maluenda, g., mahmoudi, m., torguson, r., xue, z., bernardo, n., lindsay, j., satler, l.f., pichard, a.d., & waksman, r. (2012). A novel, minimally invasive access technique versus standard 18-gauge needle set for femoral access. Catheterization and cardiovascular interventions, 79. Doi:10.1002/ccd.23330.